Manufacturer narrative:
H3: the pump was returned, and analysis found no anomaly. H3: the catheter (sn: (B)(6)) was returned, and analysis found no significant anomaly (catheter incomplete/returned in segments). H3: the catheter (sn: (B)(6)) was returned, and analysis found no significant anomaly (catheter incomplete/returned in segments). H6: all previously reported method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cultures were positive for staph aureus. On 2021-(B)(6), the patient was feeling much better and no longer ill. The patient last saw infectious disease on 2021-(B)(6). The hcp decided to manage the medication rather than implant another pump. The issue resolved without sequelae on 2021-(B)(6) .

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: 2021-(B)(6) explanted: 2021-(B)(6) product type catheter pro duct ID 8596sc lot# serial# (B)(6) implanted: 2021-(B)(6)explanted: 2021(B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 1000 mcg for a total dose of 199.88433 mcg/day and bupivacaine 10 mg for a total dose of 1.99884 mg/day via an implantable pump. It was reported the patient's wound was draining and leaking through their clothes on (B)(6) 2021. The patient was going to have an appointment to have it looked at. No actions were taken and the issue was ongoing. Additional information received from a healthcare professional (hcp) via a clinical study reported the clinical diagnosis was updated to infection and inflammatory reaction at lumbar incision site. On (B)(6) 2021, upon assessing the wound, the pump pocket site appeared to be clean, dry and intact, and within normal limits, and the lumbar incision site appeared to be draining and dehiscing. On (B)(6) 2021 the patient denied fever, chills and sweats. The pump was set/reprogrammed to minimal flow. Catheter revision or removal will be schedule for (B)(6) 2021. On (B)(6) 2021 the entire system was removed/explanted and not replaced and cultures were collected at site and submitted. The incisional site/device tract was lumbar site. It was unknown what factors may have led or contributed to the issue. No further complications were reported/anticipated.